Event description:
Caller alleged discrepant inratio2 inr result in comparison to a reference point of care (poc) inr result. The patient had testing previous in 2009 but reported as stopped testing due to discrepant results; however, no information was provided. She recently started home testing again. Results are as follows: date: (B)(6) 2013, inratio2 inr: 3.1, poc inr: 1.8. The time between testing was within minutes of each other and on different fingers. There was no reported laboratory comparison performed. Therapeutic range 2.0-3.0 for patient. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2013, inratio: 3.1, reference: 1.8, mean: 2.45, confidence limits: 1.6 - 3.4. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values were within the confidence limits for inr testing. The results were not considered discrepant within the context of the documented variability for inr testing. In-house therapeutic donor testing was performed on reported lot number 305771 on (B)(4) 2013. Results as follows: donor (B)(4), inratio: 3.2, 2.7, 2.7, reference: 3.08, bias threshold: 2.08 - 4.08, %cv: 10.07. Donor (B)(4): inratio: 2.6, 2.6, 2.5, reference: 2.23, bias threshold: 1.23 - 3.23, %cv: 2.25. All products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. (B)(4) discrepant result complaints were reported for lot number 305771; yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action; no further action is required at this time. This issue will be subject to tracking and trending.